Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, when the chronic right ventricular (rv) lead was inserted into the new implantable cardioverter defibrillator (ICD) the shock impedance measurement in triad and coil to coil configurations were high and out of range at greater than 200 ohms. Other vectors showed in range impedance measurements and all other measurements were normal and stable. The device shock vector was reprogrammed can to rv coil with an impedance of 114 ohms. During the case defibrillation threshold (dft) testing was successfully performed with an impedance of 104 ohms. The chronic rv lead and new ICD remained implanted and no adverse patient effects were reported.